Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion sets cannula kinked events on 06-oct-2024 within 3 hours of insertion.the insertion site was abdomen.the blood glucose level washigh at the time of events therefore, the patient was treated with correction injection via multiple daily injections. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.